Event description:
An impella 5.5 device was inserted via the right axillary artery in a 62-year-old male patient with cardiomyopathy and a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, a purge disc was not detected. The console was swapped. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
B5 revised to include omitted information. D4 lot, serial, and UDI numbers and h4 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a the purge disc was not detected by the automated impella controller. No patient harm was reported.